Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was stated that during use, ventilator " stopped delivering tidal volume". According to the complaint, medical intervention was required; however, no further details were provided. No harm to the patient has been reported. Additional questions have been raised to gather more information about the reported event. Currently, the event is under investigation to verify the reported allegations.